Event description:
Baxter luer lock extension set 2n8374 found to be cracked at distal end of tubing where tubing meets luer adapter. Leaked to the point the infant's gauze IV dressing was soaked through. Diagnosis or reason for use: dehydration.